Event description:
Pt was being transferred from chair to bed using the sara lift. When the transfer was completed, their left hand slid off of the bar and into the rope/hook apparatus that attaches the sling "o rings" to the hook area. The hooks have lost their tension, thereby remaining open. The pt's left little finger and left middle finger became lodged in the hook. The injuries required sutures (a total of 12 sutures).